Event description:
Reportable based on the product analysis completed on (B)(4) 2012. It was reported that during a rotational atherectomy treatment procedure, an advancement issue occurred. The target lesion was located in an unspecified location. The physician advanced a 1.25 mm rotalink plus burr to the lesion but was unable to cross the lesion. The procedure was completed with different device. No patient complications were reported and the patient status is good. However, the returned product analysis revealed that the catheter handshake, sheath and housing were missing and the burr was detached.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified the catheter handshake, sheath and housing were missing, only the catheter drive shaft was returned. The related guidewire was stuck within the drive shaft and could not be removed. The burr was microscopically examined and found the annulus was flared/misshapen. No issues were noted with the diamonds on the burr. The coil was microscopically examined an found that the distal coil was broken inside the actual burr. The distal coil was stretched and the proximal coil was also stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).